Event description:
During an unknown surgery on (B)(6)2013, the power screwdriver tip broke off in the head of a 3.5 mm cortex screw. The broken portion of the screwdriver tip remains implanted. It was reported that the screw was tightened flush just prior to the breakage therefore, the surgeon completed the procedure. Surgery was delayed approximately 10 minutes while the surgeon attempted to recover the broken portion from the screw head. No further information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.